Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps under-infused during delivery on the pediatric and neonatal intensive care units. There was no report of patient injury or medical intervention associated with this event. No additional information is available.